Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, "any crease" and textured devices due to patient's concern. Healthcare professional additionally reported left side seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture baker grade IV" and "seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade IV and seroma

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation and yellow particles in the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, "any crease" and textured devices due to patient's concern. Healthcare professional additionally reported left side seroma. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, "any crease" and textured devices due to patient's concern. Healthcare professional additionally reported left side seroma. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade unknown, and left side textured devices due to patient's concern. Device remains implanted.